Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high impedance, and oversensing noise upon shoulder manipulation. A lead fracture was confirmed. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.